Event description:
Subsequent to the previous report, the additional, significant information was obtained: the complaint xt clip was in the anatomy when the issue occurred. One gripper had not been functioning. The clip was removed from the anatomy and replaced. There were no adverse patient effects and there weas no clinically significant delay. The same complaint was filed in (B)(4) with proctored information. (B)(4) will capture the complaint, device return, and investigation.

Manufacturer narrative:
H2 corrections: h6 health effect - impact code 2645 was removed and replaced with 2199 h6 medical device problem codes 2921 was removed as the reported codes, device analysis, and investigation will be captured in another filed report -- (B)(4). Subsequent to the initial report filed, additional information received stating that this complaint (B)(4) is a duplicate of (B)(4). An initial report has been filed in both complaints. The device was returned and (B)(4) will capture the information on the returned device as this complaint is a duplicate of (B)(4). Therefore, information contained within this complaint (B)(4) has been amended to reflect no patient effects and device malfunctions. As there was no device malfunction or patient effects reported in this complaint, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is available for return and has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to gripper actuation issues. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet flail. The first mitraclip (cds0702-xt, 31018r1076) was not implanted due to gripper arm actuation issues. Before patient use and on the third gripper actuation attempt, one gripper was unable to raise. There was no patient involvement. In replacement, two mitraclips were implanted, reducing the mr to grade trace and grade 1.